Manufacturer narrative:
Correction in h11: this regulatory report is being submitted due to retrospective review through CAPA 624392. The reason for submitting the late regulatory report was not provided in the earlier submitted details. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a thyroidectomy, the anesthetist encountered an issue with the endotracheal tube. Upon insertion, they heard air leakage from the tube. Despite attempts to re-inflate the cuff, the leakage persisted. The anesthetist then replaced the endotracheal tube, and the new one functioned normally. The tube was secured with tape. The leak was small and not immediately detected before intubation. The cuff and tube were checked prior to use and functioned properly. There was no surgical delay, and there was no patient impact.